Manufacturer narrative:
Complaint conclusion: as noted in the publication by kuo et al excimer laser-assisted removal of embedded inferior vena cava filters, circulation: cardiovascular interventions 6 (2013) 560-566; one patient with a permanent type trapease filter (cylindrical-shaped) developed procedure-related acute caval injury resulting in major hemorrhage requiring stent-graft placement that occurred during the first half of the study. It was complicated by chronic inferior vena cava (ivc) occlusion that was performed before routine force gauge use. The patient experienced immediate tachycardia with hypotension (systolic <90 mmhg), and focal contrast extravasation along the ivc was observed. A readily available 24-mm compliant balloon was quickly inserted and inflated to tamponade the ivc, resulting in hemodynamic stabilization. The complication was successfully treated with urgent endovascular stent-graft placement, with no need for open surgery. There was stent patency with no extravasation on follow-up cross-sectional imaging within 6 months and no complications at long-term clinical follow up. The single-center prospective study involved attempted ivc filter retrieval using an endovascular laser-assisted sheath technique, after failure of standard methods. Failure of standard retrieval was then defined based on preliminary data as an inability to remove the filter, despite applying =6 pounds of tension to the filter. The force gauge was also used to prevent overexertion (>8¿9 pounds) and potential device damage based on early experience. The patient received intraprocedural therapeutic anticoagulation during filter retrieval attempt to minimize thrombotic risk per prior protocol. A device history record (DHR) review could not be conducted since a lot number was not provided. The purpose of the trapease vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease filter is a permanent filter. The reported caval injury resulting in hemorrhage requiring stent-graft placement occurred as a result of the attempts to remove the filter with the laser. The information provided does not suggest that the events could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The citation is as follows: kuo, w. T., odegaard, j. I., rosenberg, j. K., hofmann, l. V. (2013, october). Excimer laser-assisted removal of embedded inferior vena cava filters: a single-center prospective study. Circulation: cardiovascular interventions, 6, 560-566. This device is not available for testing and evaluation. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
As noted in the publication by kuo et al excimer laser-assisted removal of embedded inferior vena cava filters, circulation: cardiovascular interventions 6 (2013) 560-566; one patient with a permanent type trapease filter (cylindrical-shaped) developed procedure-related acute caval injury resulting in major hemorrhage requiring stent-graft placement that occurred during the first half of the study. It was complicated by chronic inferior vena cava (ivc) occlusion that was performed before routine force gauge use. The patient experienced immediate tachycardia with hypotension (systolic <90 mmhg), and focal contrast extravasation along the ivc was observed. A readily available 24-mm compliant balloon was quickly inserted and inflated to tamponade the ivc, resulting in hemodynamic stabilization. The complication was successfully treated with urgent endovascular stent-graft placement, with no need for open surgery. There was stent patency with no extravasation on follow-up cross-sectional imaging within 6 months and no complications at long-term clinical follow up. The single-center prospective study involved attempted ivc filter retrieval using an endovascular laser-assisted sheath technique, after failure of standard methods. Failure of standard retrieval was then defined based on preliminary data as an inability to remove the filter, despite applying =6 pounds of tension to the filter. The force gauge was also used to prevent overexertion (>8¿9 pounds) and potential device damage based on early experience. The patient received intraprocedural therapeutic anticoagulation during filter retrieval attempt to minimize thrombotic risk per prior protocol.